Event description:
Covidien received a report from a biomedical engineer of an n-395 that had no audio, it was reported that there was no post tone and no alarms.

Manufacturer narrative:
Customer has declined to return the device to covidien for investigation. Previous similar investigations performed by covidien have isolated the problem to either a speaker or the main pcb.